Manufacturer narrative:
Conclusions: pcb board calibration. The device was returned to the analysis site due to reports of l3-017 error codes. The analysis results found that the device's green cable is making a grinding noise because the green cable is binding due to damage. The l3-017 green cable error caused by the pcb board being out of calibration. The tie strap and e-clip were damaged during disassembly. The unit is also in need of upgrades. The analysis site replaced the green cable, tie strap and e-clip and per service bulletin upgraded the manual space assembly, coiled pin, port shaft and spur gear. The holster was functionally tested and found to operate properly.

Event description:
It was reported while performing a breast biopsy, the device gave an error code of l03-017. The case was completed with a same like device. There was no pt consequence.